Event description:
A voluntary medwatch was received indicating that a catheter became lodged in calcified plaque and broke when retrieved. All portions of the catheter were removed successfully. Attempts have been made to obtain additional information with the initial reporter however the information was not provided.